Event description:
The customer reported via phone call that the paramedics were called on (B)(6) 2015 due to a low blood glucose level of 20 mg/dl. The customer fell asleep and his roommate woke him up when he noticed the customer was possibly suffering from seizures. On (B)(6) 2015 the customer experienced another low blood glucose of 50 mg/dl when he was driving. The customer stopped insulin pump therapy. The customer was not admitted as an inpatient for medical treatment but was treated by the paramedics in five separate occasions. The paramedics were also contacted in (B)(6) 2015 after they found him unconscious with a low blood glucose level of 20 mg/dl or below. The displacement test passed. The insulin pump's sensor and blood glucose readings were not within an acceptable range. The sensor glucose reading was 150 mg/dl but his blood glucose level was 50 mg/dl. The customer had a rash under the over-tape site. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.